Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on 03-may-2022, penumbra inc. Became aware of a journal article titled, "endovascular treatment of medium and large intracranial aneurysms with large volume coils: a single center experience" (saal-zapata et al. 2022). In this single center retrospective review, thirty-three patients with ruptured and unruptured intracranial aneurysms were treated between november 2017 and september 2019 using penumbra coil 400s (pc400s), a penumbra coil detachment handle (handle), a px slim delivery microcatheter (px slim), a neuron max 6f 088 long sheath (neuron max) and a guidewire (0.014¿). One patient who underwent a stent-assisted coiling (sac) procedure to treat a ruptured posterior communicating artery (pcom) aneurysm using pc400s experienced an intraprocedural coil protrusion into the parent artery. Stent placement was required in order to avoid parent artery occlusion. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.